Event description:
It was reported impedance issues were identified in one of the pt's two dbs leads ((B)(6)). The lead is no longer delivering stimulation. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.